Manufacturer narrative:
Conclusion: device investigation of he received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the device was explanted due to infection and skin defect in the implant area. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
According to the explantation report form, the user had a large skin defect. There was an infection reported with staphylococcus aureus. The device was explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the explantation report form, the user had a large skin defect. The device was explanted.